Manufacturer narrative:
The device was returned not returned to zoll medical for evaluation. Instead, the smart pneumatic module was returned. The malfunction was duplicated and attributed to the autocal valve. The customer was sent a replacement smart pneumatic module to resolve the problem condition. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that upon power up, the device displayed a " runtime calibration failure 1051" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The complainant was contacted for return of the product. The product has not been returned for evaluation.